Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number, ar-503-tttf and lot number 780840, associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. If additional relevant information is received, a follow-up report will be submitted. Facility is not releasing the device.

Event description:
It was reported that patient underwent a right tka on (B)(6) 2014 during which the patella was not resurfaced. On (B)(6) 2016 patient had a revision surgery due to tibial loosening. During the revision the tibial tray ar-503-tttf (lot 780840) was explanted along with the following original implants: tibial bearing implant ar- 503-bf12 (lot 113601237). Procedure was completed using arthrex products. The following parts were implanted during the revision procedure: tibial tray ar-513-t6 (lot 10020213), stem extension ar-513-1250 (lot 10018106), tibial bearing ar-513-bg18 (lot 113601406) and patella implant ar-504-psc9 (lot 113601511). Facility will not return explanted devices for evaluation. Patient medical records dated (B)(6) 2016 noted: palpation of the right knee demonstrated inferior patellar pole tenderness and patellofemoral region tenderness. No medial or lateral joint line tenderness. Mild effusion of the right knee. Right knee demonstrates patella crepitus with motion, passive flexion of 120 degrees, passive extension of 0 degrees, pain with flexion. During exam patient had positive appley's compression test and positive patellar grind test. Stable to valgus and varus stress both at 30 degrees flexion.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The catalog number, ar-503-tttf and lot number 780840, associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall. If additional relevant information is received, a follow up report will be submitted.

Event description:
It was reported that patient underwent a right tka on (B)(6) 2014 during which the patella was not resurfaced. On (B)(6) 2016 patient had a revision surgery due to tibial loosening. During the revision the tibial tray ar-503-tttf (lot 780840) was explanted along with the tibial bearing implant ar- 503-bf12 (lot 113601237). The revision procedure was completed using arthrex products. The following parts were implanted during the revision procedure: tibial tray ar-513-t6 (lot 10020213), stem extension ar-513-1250 (lot 10018106), tibial bearing ar-513-bg18 (lot 113601406) and patella implant ar-504-psc9 (lot 113601511). Patient was a female, (B)(6). Patient medical records dated 03/11/16 noted: palpation of the right knee demonstrated inferior patellar pole tenderness and patellofemoral region tenderness. No medial or lateral joint line tenderness. Mild effusion of the right knee. Right knee demonstrates patella crepitus with motion, passive flexion of 120 degrees, passive extension of 0 degrees, pain with flexion. During exam patient had positive appley's compression test and positive patellar grind test. Stable to valgus and varus stress both at 30 degrees flexion.